Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 30, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right bronchus to treat tracheal stenosis during a tracheobronchial stent implantation procedure performed on (B)(6) 2021. During the procedure, the stent could not be fully deployed. The stent was removed from the patient and the procedure was not completed due to this event. There were no patient complications reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation on december 30, 2021 that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right bronchus to treat tracheal stenosis during a tracheobronchial stent implantation procedure performed on (B)(6), 2021. During the procedure, the stent could not be fully deployed. The stent was removed from the patient and the procedure was not completed due to this event. There were no patient complications reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable. **additional information received on (B)(6) 2022** the ultraflex tracheobronchial stent was to be implanted to treat a 38 mm malignant tracheal stenosis. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was could not be deployed. The stent was removed from the patient fully covered by the deployment suture.

Manufacturer narrative:
Blocks b5, e1 (initial reporter city and post code) and h6 (device codes) have been updated with additional information received on (B)(6), 2022. Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an ultraflex tracheobronchial covered distal release stent was received for analysis; the delivery system was not returned. Visual inspection found the stent was received completely deployed. No other issues with the stent were noted. The reported event of stent failed to deploy could not be not confirmed as the stent was received fully deployed without the delivery system. It may be that the patient's tortuous anatomy could have led to the stent deployment failure. However, there is no indication of what the customer reported because the stent was returned completely deployed and the stent had no damages. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.